Manufacturer narrative:
Product not returned

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, t-wave oversensing was observed. Programming changes were made and device remains implanted.